Event description:
On (B) (6) 2010, the patient reported she received an e4 (occlusion) error on her insulin infusion device while priming. She stated that while trying to clear the error her blood glucose elevated to 342 mg/dl with her normal range being 110-140 mg/dl. The patient was instructed to disconnect from her infusion headset and prime which she did without error. She removed the cartridge, attached a new tubing and then reinserted the cartridge. She was able to prime until insulin came out of the tubing. She reconnected to her headset and placed her device in run without further error. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.